Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. It was reported that receiver was charged with an alternative battery charger. The dexcom g4 platinum continuous glucose monitoring system user's guide states: only use the dexcom battery charger provided in the receiver kit. Do not use any other battery charger.